Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by moving the patient to another room. It was reported to philips that geometry movements were partially unavailable after a site power issue, although the system booted successfully. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found no power to the r-cabinet network switch, as well as no power to the 24v supply in the r-cabinet and requested onsite support. The philips field service engineer (fse) checked the system onsite and found no output from the power supply. To resolve the issue, fse replaced the mp power supply in the m cabinet and verified proper voltages and system functionality before returning it to the customer. The defective part was sent for analysis, for mp power supply malfunction was observed and the failure was found to be power supply defect. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that while the system was being set up for use, the hospital experienced a power issue. When the power was restored, the system gave an alert that geometry movements were unavailable. The patient was moved to another room for the procedure to be performed. There was no reported patient or user harm. Philips has started an investigation of this complaint.